Event description:
It was reported that during placement of the vascular stent in the sfa, the stent could not be deployed completely. The partially deployed stent was removed through the introducer sheath without incident. No other device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed that the stent was being partially released when a force transmitting component fractured. Single struts of the partially released stent were found to be fractured which may have been caused during removal of the system. Increased friction in the catheter section is considered the reason for an increased release force and subsequent fracture of the force transmitting component. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction. The reported event also may be use-related as rough handling of the device especially during unpacking may lead to deformation and subsequent release force increase. On the basis of the information available, a definite root cause for the reported event could not be identified.